Manufacturer narrative:
It was reported that the clavicle plate had fractured. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation confirmed that the plate had fractured. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is excessive forces applied before full healing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the female patient (unknown age) had a clavicle fracture case done on (B)(6) 2020. Post-op, the plate broke in half along the oblong screw hole (unknown if there was an event that caused the break). On (B)(6) 2020, there was a revision case done to remove the plate and it was replaced with another plate (unknown part).